Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, during removal of the bifurcated delivery system, the intima layer of the artery adhered to a 1 cm space between the spindle and outer sheath. Blood pressure was noted to be within normal ranges. On angiogram, the external iliac artery (eia) developed an accordion-shape and the intima was dissected as the delivery system caught on the tortuous anatomy. Another manufacturer stent graft and 2 bare metal stents were implanted. To straighten the blood vessel and secure the inner lumen. On final angiogram, there was no issue noted and the procedure was completed. As per the physician, the cause of the event was due to the patient vessel morphology and user error. The physician unintentionally pushed the delivery system forward leading it to adhere to the tortuous anatomy and causing a tear. No additional clinical sequelae were reported and the patient is fine.